Event description:
Hcp reported the pt presented with uncontrolled pain. Multiple medication changes were tried. Dye studies were performed-unk date or results. The pump was then explanted in 2004. It was not returned to the MFR. The pt was reported to have recovered without sequela.